Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 9 - overfill alarm) occurred with the same cartridge. Reportedly, the customer filled the cartridge with approximately 250 units. The customer was able to load a new cartridge successfully. The customer's blood glucose level was almost 500 mg/dl and it was addressed with a manual injection.